Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump requested a minimum of 50 units and would not allow to to past the fill tubing step after attempting multiple times. The customer loaded a new cartridge and was able to complete the load process. The customer's blood glucose level was 375 mg/dl. The customer delivered a manual injection to address glucose level.